Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected count-up screen delay on number 6 noted. Button error alarm noted. All of the buttons functioned properly; however, the device had moisture on keypad traces. No moisture damage noted on electronic assembly or motor assembly. The device had cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the customer was pushed into the swimming pool and the device alarmed button error. Customer inserted the batter and the device counted up to six for a little bit. Nothing is on the screen but a little round dot and the battery but no marks in it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.